Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was not showing the circuit disconnect alarm. There was no patient involvement when the issue occurred. There was no patient or user harm reported. A service engineer (se) noted that the device was evaluated and was not able to confirm the issue. The v60 ventilator was working as expected. It was determined that the system meets the specification for the performed service and is returned to use.